Event description:
The manufacturer received information alleging an everflo oxygen concentrator was not working properly. The patient was hospitalized. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator was allegedly not working properly. The patient was hospitalized. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The technician found the device was not producing oxygen. The pca was replaced to address the issue. Product labeling states," oxygen generated by this concentrator is supplemental and should not be considered life supporting or life sustaining. In certain circumstances oxygen therapy can be hazardous; any user should seek medical advice prior to using this device. Where the prescribing health care professional has determined that an interruption in the supply of oxygen, for any reason, may have serious consequences to the user, an alternate source of oxygen should be available for immediate use."